Event description:
According to the available information received on 3/13/2024, the patent was operated on in 2020. A restorelle was implanted. The patient came back in (B)(6) 2023 with recurrent prolapse and a recent diagnosis of connective tissue disorder. The patient returned for surgery during which it was observed that the mesh had a very skinny tail but was still attached to the sacrum and was still attached vaginally. It appeared to have stretched out a lot, or had torn; therefore, the decision was made to remove the restorelle and another company¿s mesh was placed.